Event description:
It was reported that during an unrelated CT scan, a perforation of the right ventricle was observed. The patient was asymptomatic. There was a loss of right ventricular capture was well as decreased sensing values. Impedance measurements were not available. The lead was successfully repositioned on (B)(6) 2015. The patient was noted to be doing well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.